Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The customer reported a safeset 24 inch arterial pressure tubing, safeset reservoir and blood sampling port where the arterial line tubing broke, becoming an open system near the needleless sample port. The event did not happen during insertion. This report captures the first of two events.